Event description:
It was reported that in 2003 pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. It was reported that shortly following pt's surgery, they developed "extreme pain, swelling, and other serious injuries."

Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: last had complaint 1/03 -- fever, infection, swelling, and adhesions. Last had complaint 4/03 -- vaginal discharge with blood. Ongoing -- excessive pain, nausea, swelling, adhesions, bowel dysfunction, depression, anxiety, and fear.